Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. Eval confirmed that all keypad buttons are intermittently responsive. It was observed that the buttons do not click and spring back as expected when pressed. There was evidence of keypad contamination found under all button key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the up arrow and down arrow keypad buttons have been intermittently unresponsive for the past few weeks. He noted that the buttons feel normal when pressed. The family member stated that the button symbols are worn, but the rubber keypad is intact. He denied exposing the pump to water, and stated that the pt carries the pump in a pouch on her belt.